Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus and the evaluation confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. The design of the power switch was changed to improve its resistance. The subject device was manufactured before this design change was applied. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power button spring mechanism does not work. The button cannot be pushed. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.